Event description:
The customer reported alarms are not heard, the audio does not work. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. The philips remote support specialist (rss) spoke with the customer. The customer advised the speaker cable is damaged; therefore, the speaker does not work. The customer requested a replacement part. The rss ordered a replacement speaker to be shipped to the customer¿s facility